Manufacturer narrative:
As expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received three anti-tachycardia pacing (atp) and seven shocks from the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was noted that there was a one to one a to v conduction for the three atp events and four of the shocks. The ventricular rate then accelerated to 926 beats per minute and the patient received another shock. The rate then went to 288 and 188 beats per minute. The episode times out with no remaining therapies. Additionally one pacemaker mediated tachycardia (pmt) was present in the logbook showing appropriate pmt termination attempt. It was noted that the patient's heart rate eventually slowed below the vt treatment zone and no adverse patient effects were reported.